Event description:
The customer reported they were unable to deliver a shock during a pt event. Clarification of the symptom revealed that the pt was in a non-shockable rhythm and there was no attempt to deliver therapy. The customer was unable to obtain a pads waveform. The pt died, but the customer stated that the device did not play a role in the pt outcome.

Manufacturer narrative:
(B)(4). The customer reported they were unable to deliver a shock during a pt event. Clarification of the symptom revealed that the pt was in a non-shockable rhythm and there was no attempt to deliver therapy. The customer was unable to obtain a pads waveform. The pt died, but the customer stated that the device did not play a role in the pt outcome. The device was evaluated at philips. The device passed all testing. The reported symptom could not be duplicated. The electronic event file was reviewed and showed a pads ECG waveform was available during the event. The leads select button when pressed allows the user to select a pads or leads ECG waveform.